Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose. Customer stated they were hospitalized as a result of high blood glucose and diabetic ketoacidosis. Blood glucose was 775 mg/dl at the time of admission and 132 mg/dl at the time of the call. Customer experienced symptoms related to their high blood glucose such as abdominal pain and feeling weak. The customer was wearing the insulin pump at the time of hospitalization. Customer also reported getting a battery out limit alarm with a blood glucose of 54 mg/dl. Troubleshooting was performed. Customer mentioned getting air bubbles and occlusion with the infusion set. The insulin pump was not replaced or returned for analysis.